Event description:
Information was received from a foreign manufacturer representative (for, rep) regarding a patient receiving intrathecal baclofen 2,000.0 mcg/ml at a dose of 360.2 mcg/day via an implantable pump. It was reported that the rep had some questions about a pediatric patient with an implanted infusion pump. The rep attached the device log reports. It was stated that for about a month now, the pump had been stopping and restarting without any apparent "interference", and it seemed that the frequency of these stops was increasing. A pump replacement was being considered, but it was asked if advise could be provided regarding possible causes. According to the logs provided, the following system events were seen: 2026-may-28 at 11:35 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 10:52 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 08:18 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 08:06 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 07:20 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:06 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 15:46 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 7:46 - pump motor recovery after involuntary shutdown on (B)(6) 20267 at 6:54 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:53 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 16:41 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:31 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 16:21 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:06 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 15:38 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 14:47 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 12:16 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 11:25 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 10:39 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 08:52 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 08:42 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 19:36 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 19:15 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 19:06 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 18:30 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:06 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 15:52 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 10:14 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 10:06 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 12:32 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 12:16 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 17:10 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 17:02 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:13 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 14:53 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 16:45 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 15:57 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 13:26 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 13:04 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 12:09 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 11:59 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 18:31 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 18:11 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 17:44 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 17:32 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 17:26 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 17:08 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 09:57 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 09:15 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 08:52 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 07:49 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 18:54 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 15:41 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 14:44 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 13:10 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 11:14 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 11:06 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 07:29 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 07:13 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 17:35 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 17:25 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 19:10 - pump motor recovery after involuntary shutdown on (B)(6) 20266 at 17:04 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 18:45 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 18:24 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 13:30 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 13:08 - critical alarm - unintentional pump motor shutdown on (B)(6) 2026 at 01:41 - pump motor recovery after involuntary shutdown on (B)(6) 2026 at 01:03 - critical alarm - unintentional pump motor shutdown.3

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.